Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a pulse generator check. Upon examination, the pulse generator exhibited stored episodes of atrial lead noise. The noise was reproducible when having the patient perform isometric exercises. The lead sensing and configurations were reprogrammed. The patient then performed additional isometric exercises and noise was no longer observed on the atrial channel. The patient's condition was stable throughout the event.